Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: h6 (patient). Removed not applicable code and replaced with no code available (3191) for prolonged surgery and insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was prepped for stems and sleeves on both the femur and tibia. The surgeon over-reamed for the stems by 1 mm and prepped for sleeves. The trial construct sat perfectly. The real femoral construct would not seat fully. It sat proud about 4 mm. The surgeon removed the femoral component and cleaned the cement off its backside and off the patient. The surgeon checked his femoral cuts and seated the broach again. Then he tried the real construct again and it sat properly. New cement was mixed and the real construct was implanted. It is unknown why the construct did not sit properly the first time. Thought that the pressfit for this construct is too much. Cleaning, prepping and re-cementing cost the surgeon a lot of time in the operating room (or). Doe: (B)(6) 2020 right knee.